Event description:
Customer reported that the patient received conflicting results with the binaxnow covid-19 home test on an unknown date. Patient initially tested positive. A second test was taken (unknown timeframe between first and second tests) which provided a negative result. Unknown if confirmatory testing was completed or if the patient was symptomatic. No further information is able to be provided by the customer.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.